Manufacturer narrative:
The surgeon plans to revise only the mandibular component.

Event description:
It was reported that the patient fell onto her face and her prosthesis is malposition. A mandibular component revision surgery will be needed at a later date. No more information is available at this time.

Manufacturer narrative:
Additional information was received may 18th 2022. The surgeon reported that the patient suffered from a fall in (B)(6) 2021. A brain MRI, which was taken for other medical reason, showed "loosening of the prosthesis l tmj". The patient was taken into surgery for evaluation of the prosthesis. The prothesis was found displaced with fractured screws. Only one screw was intact and loose. The other screws were at least partially fractured, or fractured as they were removed due to being integrated medially in the ramus. The post-op CT scan shows 8 fractured screw threads in the ramus left (61-2010) and added as a separate complaint to this pi accordingly. The screws in the CT scan, showed that the screws were fractured after a fall, causing the displacement of the tmj component. This is now considered concomitant to the event. As per the information received this device is concomitant. It did not cause or contribute to this event. If further information becomes available, the reporting decision will be re-evaluated. H3 other text: not available.

Event description:
It was reported that the patient fell onto her face and her prosthesis is malposition. A mandibular component revision surgery will be needed at a later date. No more information is available at this time.